Manufacturer narrative:
The patient was seen for follow-up. No further noise was observed and no new episodes were stored. The system will be monitored via routine follow-up. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks due to oversensed noise. The noise was unable to be recreated in clinic, therefore no programming changes were made. A follow-up was planned for a later date. No adverse patient effects were reported.